Event description:
The user facility in mauritius reported during surgery, the bi-blade cutter was found to be inoperative while aspiration continued. Another pack was opened to complete the surgery. There was no impact to the patient.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis at the time of this evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.